Event description:
During dialysis in 05 with approx 45 mins left pt complaints of nausea and abdominal pain and was taken off machine early. Post therapy pt would not clot from venous cannulation site despite use of topical thrombin. Note: no heparin was utilized during dialysis. After 1.5hr pt transported via 911 to hospital. Upon admission bloodwork noted to be hemolyzed. Pre hgb 13.9, hgb post admission was 9.3.